Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to sensor failure, sensor stayed inserted in his skin. Patient reports that he was having issues with insertion. Patient reports that he sees the tip of the sensor in his skin. Patient does not feel any discomfort and will consult with his physician.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.